Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost unknown at the time of the incident. The customer reported that she was getting no delivery alarm. The customer blood glucose at time of the issue was 200mg/dl. The customer stated her blood glucose was over 25mg/dl. The customer stated she had blood glucose of over 400mg/dl when she had the issue for no today. The customer also mentioned she has been experiencing low blood glucose as of yesterday. The customer stated her blood glucose was 51mg/dl meter and sensor glucose was 77mg/dl. Troubleshoot determined that the pump is working as designed. The customer stated she had a cup of grape juice and took a while before her blood glucose went up. Offered to troubleshoot for low blood glucose but customer declined. Offered to troubleshoot for sensor glucose and blood glucose difference and lost sensor but customer declined. The insulin pump will not be returned for analysis.